Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Reportedly, customer stated that the low bg was caused by their pregnancy. Customer ate some crackers to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.